Event description:
Per the clinic, the patient experienced an irritation and inflammation at the abutment site and subsequently, was treated with an injectable steroid (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.